Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates placement difficulty. No adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This supplemental report was created to capture the correct aware date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates placement difficulty. No adverse patient effects reported.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This supplemental report was created to capture the correct aware date.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported. Additional information received indicates placement difficulty. No adverse patient effects reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead was out of service. No additional adverse patient effects were reported.